Event description:
The customer reported that during an infusion of lipids and tpn it was noticed that the smartsite needle-free valve became detached from the vygon premicath i.v. Line. The report suggests that the patient did not receive their fluid and their i.v. Line became blocked. The patient needed to have a new central line inserted.

Manufacturer narrative:
(B)(4). The model number/ catalog number identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number: "other number." The 510k number is for the domestic similar product. The affected product has been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.